Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Event description:
The caller contacted baxter's technical service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc), during drain 1 of 5. The patient was connected and the patient line was properly primed at the time of the alarm. Patient extension lines were not being used and the patient did not disconnect at any time prior to the alarm. All of the bags were properly connected and there were no open clamps on any unused supply lines. The hp stated that there was a leak in her patient line. The homechoice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or over pouch and the supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle power two times to clear them. The tsr then explained that the supplies were compromised and that the hp would need to start over with new supplies or finish manually. The hp did not let the tsr know what she was going to do. The tsr advised the hp to call their registered nurse in the next 24 hours and let her know what happened. The hp understood the explanations, cleared the alarms and would call the registered nurse. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.